Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a low battery. As a result, the downstream occlusion seal was replaced, and the battery was charged. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not maintain the date and time. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.